Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery went dead. They refused to be connected to patient services since there was already a representative who took care of their case. Additional information was received from manufacturer representative reporting that patient said the battery was being dead a couple of years ago. The cause of the dead battery seemed to be normal battery depletion. The representative tried to reset the battery but patient was never able to get a charge to hold on the battery. The issue was not resolved but patient had been referred for replacement. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Updated to (B)(4) 2018 as additional information received from company representative stating they were made aware of the issue on that date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative stating that they were made aware of the battery depletion on 2 018-may-07. No further complications were reported as a result of this event.